Event description:
During follow-up, inappropriate antitachycardia pacing due to atrial tachycardia was observed. The event was resolved by reprogramming the device. The patient was in stable condition.